Event description:
A ventilator was returned to the manufacturer for a "service required" alarm. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was discovered in the ventilator's downloaded event log. The t device's oxygen blending module board was replaced to address the issue. The device past all final testing.